Event description:
The customer contact reported a leak. It was reported that the vial was filled with an unspecified concentration of morphine. The customer contact reported that the vial was loaded into an unspecified pt controlled analgesia (pca) pump in the pharmacy and an unspecified tubing set was connected to the male adapter of the injector in the vial. It was reported that during priming of the tubing set with the pca pump, an unspecified volume of solution leaked from an unspecified location of the injector in the vial. The vial was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.